Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation found the upper latch switch out of adjustment after closing the door. Due to the latch switch being out of adjustment, unit would not recognize a closed door. The upper auxiliary assembly was replaced.

Event description:
It was found during a baxter evaluation that a pump does not recognize a closed door. There was no patient injury.